Event description:
A minimum fill notification was reported, prompting the inquiry into whether the customer's blood glucose level rose above 500 mg/dl, which it did not. There was no adverse impact to the customer¿s blood glucose level. The customer initially attempted to load a new cartridge, which did not resolve the issue. Technical support advised cleaning the pump and subsequently guided the customer through properly filling and loading a new cartridge onto the pump. This successfully resolved the issue, allowing the customer to resume insulin delivery.